Manufacturer narrative:
Patient's year of birth: (B)(6). Device eval by manufacturer: the returned product consisted of a jetstream xc 2.1 mm atherectomy catheter. Visual examination of the device showed no damage or irregularities. Functional testing was performed. Test results showed that this device did perform as designed withdrawing 43 ml of fluid in the 1 minute time frame.

Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc catheter and non-bsc guidewire were selected for an atherectomy procedure in the popliteal artery. The physician activated the jetstream device in the proximal popliteal artery. It was advanced slowly through the popliteal artery for 36 seconds, then it stopped aspirating. The physician decided to remove the device and replace it with a new device of the same model. The procedure was continued and finished without any further difficulties. The patient experienced no complications and is well.